Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the returned complaint device on 11/17/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab responsible for the investigation of the embotrap iii device received the embotrap iii device forwarded from another product analysis lab on 12/16/2020. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: d.9, g.3, g.6, h.2, h.3, h.6. And h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the procedure, the physician first tried to push the 132cm embovac 71 catheter (ic71132ca / 30392891) bluntly against the occlusion located at the right distal m1 segment, but this only worked up to the siphon. The physician changed tactic and chose to use the rebar¿ 18 microcatheter (medtronic), which was pushed through the occlusion. The 5mm x 37mm embotrap iii revascularization device (et307537 / 20g136av) was ¿very easy to push and unfold up to the occlusion,¿ when the embovac could then be pulled to the occlusion using the anchor technique. The issue occurred when the embotrap was being pulled into the embovac. The embovac was used in combination with a penumbra pump (penumbra). The embotrap was pulled slightly into the embovac, then the complete system should be pulled; however, the embovac could not be pulled at first. The embotrap iii device slipped into the embovac and only when the embotrap iii device was completely inside the embovac could the embovac be pulled. When the system was out of the patient, the physician noticed that the embovac was stretched at the distal end. He removed the complete system with the embotrap iii, rebar 18 microcatheter and embovac. The procedure was reported as successfully completed; there was no report of any patient adverse event or complication. Additional information was provided on 26 october 2020. No additional intervention was required. The cause of the elongation of the embovac was not known; there was no resistance felt at any time during the use of the embovac, but it could not be pulled out at first. Adequate and continuous flush was maintained. It was reported that the procedure was successfully completed; only 1 pass was needed with the embotrap device was needed. The vessel was not tortuous. Concomitant devices used with the embovac did not become damaged. The embotrap device and the thrombus are still in the embovac. The embotrap iii device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the visual inspection of the returned embotrap iii device, under magnification, indicated an offset at the distal side of the proximal coil which is consistent with device use. There was no other deformation or damage noted on the returned embotrap iii device. There was no evidence of any strut fractures. The visual inspection also indicated that the return embotrap iii device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The simulated withdrawal of the returned embotrap iii device exhibited no issues upon advancement through the sample headway 21 microcatheter, deployment distal to the microcatheter and withdrawal to the sample sofia intermediate catheter which is comparable to embovac intermediate catheter. No resistance to withdrawal was noted during this simulation. This indicates that the returned embotrap iii device performs as intended. A review of the manufacturing documentation associated with this lot (20g136av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The visual inspection of the returned embovac intermediate catheter indicated a deformation (i.e. Unraveled / stretched) at the distal side of the catheter. The coil wire of the inner lumen of the catheter was unraveled/stretched. The investigation of the embovac intermediate catheter was completed by the cerenovus product analysis laboratory location in juarez, mexico. Investigation conclusion: based on the investigation performed on the returned embotrap iii device, it is concluded that the returned embotrap iii device performs as intended and therefore was unlikely to be the cause of the resistance during the withdrawal of the entire system noted by the physician. The investigation of the embovac intermediate catheter performed by the cerenovus product analysis laboratory suggests that the procedural factors and handling process may contribute to the reported event. The examination and simulated use of the embotrap iii device supports this conclusion. There is no indication that this complaint was as a result of a defect with the embotrap iii device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00481 and 3011370111-2020-00078. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of the manufacturing documentation associated with this lot (20g136av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2020-00481 and 3011370111-2020-00078. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 5mm x 37mm embotrap revascularization device (et307537 / 20g136av) was used as part of a change of treatment tactic. At first the physician first tried to push the 132cm embovac 71 catheter (ic71132ca / 30392891) bluntly against the occlusion located at the right distal segment, but this only worked up to the siphon. The change of treatment tactic involved the rebar¿ 18 microcatheter (medtronic), which was pushed through the occlusion. Then the embotrap revascularization device was ¿very easy to push and unfold up to the occlusion,¿ when the embovac could then be pulled to the occlusion using the anchor technique. The issue occurred when the embotrap was being pulled into the embovac. The embovac was used in combination with a penumbra pump (penumbra). The embotrap was pulled slightly into the embovac, then the complete system should be pulled; however, the embovac could not be pulled at first. The embotrap device slipped into the embovac and only when the embotrap was completely inside the embovac could the embovac be pulled. When the system was out of the patient, the physician noticed that the embovac was stretched at the distal end. He removed the complete system with the embotrap, rebar 18 microcatheter and embovac. The procedure was reported as successfully completed; there was no report of any patient adverse event or complication. Additional information was provided on 26 october 2020. No additional intervention was required. The cause of the elongation of the embovac was not known; there was no resistance felt at any time during the use of the embovac, but it could not be pulled out at first. Adequate and continuous flush was maintained. It was reported that the procedure was successfully completed; only 1 pass was needed with the embotrap device was needed. The vessel was not tortuous. Concomitant devices used with the embovac did not become damaged. The embotrap device and the thrombus are still in the embovac.